Event description:
Patient was receiving velcade injection. Towards the end of the injection about 3 drops of medication came from the texium cap, between the cap and the needle connection. Needle would not screw on any tighter and was on straight.